Event description:
It was reported that during a device check, no capture at max output and a decrease in pacing impedance were noted on the left ventricular (lv) lead. Chest x-ray showed the lv lead had pulled back. Programming changes were made. The lv lead was then explanted and replaced. The patient's condition was stable before, during, and after the procedure.